Event description:
The customer observed a falsely depressed calcium2 result generated on the architect c16000 processing module for a 58-year-old female patient sample. The following data was provided: (B)(6) 2026 sample ID (B)(6), initial result = 0.16 mmol/l, repeat result = 2.25 mmol/l, repeat result on another instrument (B)(6) = 2.27 mmol/l. Additional laboratory data provided: ionized calcium (calci ion) initial result = 0.08 mmol/l, repeat result = 1.17 mmol/l, repeat result on another instrument (B)(6) =1.18 mmol/l (reference range 1.17-1.29 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect c calcium2 reagent did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79147ud00. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing of in-house retained samples was completed using an in-house retained kit of the compliant lot stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c calcium2 reagent lot 79147ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely depressed calcium2 result generated on the architect c16000 processing module for a 58-year-old female patient sample. The following data was provided: on (B)(6) 2026, sample ID (B)(6), initial result = 0.16 mmol/l, repeat result = 2.25 mmol/l, repeat result on another instrument (B)(6) = 2.27 mmol/l. Additional laboratory data provided: ionized calcium (calci ion) initial result = 0.08 mmol/l, repeat result = 1.17 mmol/l, repeat result on another instrument (B)(6) =1.18 mmol/l (reference range 1.17-1.29 mmol/l) no impact to patient management was reported.